Event description:
Customer reported that the abl80 flex analyzer generated po2 pt results that were not comparable to their gastat60 analyzer and abl80 analyzer. There was no reported injury, diagnosis or treatment based on the low po2 results. (B)(4).

Manufacturer narrative:
A failure investigation was completed and it was confirmed that the source of the po2 bias was identified as an issue in the temperature control mechanism built into the sensor cassette. The issue was resolved by: the development of a screening process for sensors that are trimmed to lower than 37 degrees celsius; the re-calibration and reverification of the laser thermochuck temperature; and the 100% lot verification of the thermistor/resistor trim values. This MDR is being filed as part of a CAPA driven retrospective review of escalated complaints (reference (B)(4)).